Event description:
Reported as: a pt had a fluoroscopy as her complaint was no restriction and the suspicion of a leak. The fluoroscopy showed that contrast fluid was coming out at the base of the tubing where it enters the band follow up findings with pt reveal: "I had fluoroscopy and it showed a leak at the band itself."

Manufacturer narrative:
Taper type ii. Medwatch sent to FDA on: 13/may/08. The product associated with this report remains implanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addressed the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing. "